Event description:
Pt complain of headache, chills and vomiting during hemo-dialysis. Pt hemo-dialysis treatment was stopped after thirty minutes. Blood cultures were drawn and pt was transported to baptist beaches hosp. Pt lab reported by medical director to have sodium of 159. Pt blood cultures were negative and pt was discharged from hosp facility and resumed dialysis (B)(6) 2014 with no complications.